Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, unexpected battery power loss, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm didn t recur after inserting a new battery or recurring alarms were not identified in alarm history. Customer reported a short battery life or a pump low battery alarm after 1 week or less. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2024 23:37:03.000, fault 11: (B)(6) 2024 23:25:00.000 and fault 73: (B)(6) 2024 22:54:00.000 were found in the history files and traces. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2024 12:42:00.000, (B)(6) 2024 17:30:00.000 and (B)(6) 2024 13:23:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case and cracked case (battery tube). Charge/battery lasts less than expected was not confirmed. Unexpected battery powe loss not confirmed. Cosmetic damage confirmed at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.